Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detect at initial drain and the I-drain alarm volume was met. If any additional relevant information is received, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy that was initiated on (B)(6) 2013 at 20:54:37. During night drain cycle one, the patient's ultrafiltration reading was 1425ml, indicating the home patient (hp) drained 1425ml more than their maximum programmed fill volume of 2000ml. No additional information is available.